Event description:
Reporter stated that overinfusion occurred during pt use. Infusor ran 5 hours too fast (finished after 19 hours). Drug content was ifex, mesna and normal saline for a total fill volume of 240ml. There was no report of pt injury.